Manufacturer narrative:
The device has been returned for analysis; however the investigation is ongoing. At the conclusion of the investigation a suplimental report will be submitted. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a glidewell ht implant failed to osseointegrate. The patient presented on (B)(6) 2026 for a primary procedure on tooth #11. On (B)(6) 2026 the patient presented with pain and granulation/fibrous tissue around the implant. The provider determined that the implant failed to osseointegrate and removed the implant. The symptoms resolved after removal. The bone was grafted and the implant was not replaced. No permanent injury was reported. The patient's oral hygiene is good.